Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Cloud logs show that (B)(6) had a controller error alarm triggered during the clinical procedure. Real time (rt) logs confirmed that all signals the issue. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D4 model number updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant reported that they received a controller error on their automated impella controller (aic) and lost its placement and signal while being used along with an impella cp pump for patient support. The pump continued to run and the signal reappeared after a short time. This issue occurred a second time and was also resolved after a short delay. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.